Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was not tracking. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the issue was discovered during a cranial resection. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.